Manufacturer narrative:
Additional data device evaluation: lens was returned in a micro-centrifuge vial with moisture. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1, -11.5/+3.0/81 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).